Event description:
This spontaneous report was received from a (B)(6) physician and concerns a female patient. She was injected with a total of 3 mlof with radiesse(+). Batch number was ambiguously reported as 8063m11k1. The patient was injected with 1.5 ml per side. Approximately 10 days after the radiesse(+) injection, the patient experienced a necrosis on the right nasolabial fold. The physician was able to help the patient and at the time of this report, she had no acute medication. Due to the provided information, the outcome of the event was considered as resolving. In the opinion of the reporter, the cause of the necrosis was the use of a sharp needle, which caused a vascular damage.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, necrosis on the right nasolabial fold (injection site necrosis) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Batch number was ambiguously reported as 8063m11k1.